Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she might have received a button error alarm and moisture in the screen. She was having issues with the screen. A couple of months ago the screen stopped working for a period of time. The customer received a screen error but it was blurry and it had moisture in the screen. Customer's blood glucose level was not reported. The device was not returned.